Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 15 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Additionally, paramedics administered intravenous (IV) fluids of glucose and saline to the customer. The customer was not transported to the hospital. Recommendation was made to consult with a healthcare provider to discuss diabetes management.